Event description:
Related manufacturer reference number: 1627487-2023-05693. It was reported the patient experienced pain at the pocket site due to the ipg moving. Surgical intervention took place on (B)(6) 2023 wherein the ipg was placed deeper in the pocket. During the surgery it was noticed under fluoro the l5 lead had migrated out of place and there was no perception. The lead was explanted and replaced, and effective stimulation was established. It is unknown which lead migrated.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 6940433.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.